Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability of one of the grippers to lower during the procedure. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and while attempting to grasp the leaflets, one of the grippers was unable to lower. Trouble shooting was performed but unsuccessful therefore, the clip was not implanted and the cds was removed. Two other clips were implanted, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported inability to lower one gripper was not confirmed via returned device analysis. Additionally, a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no other incident reported from this lot. Based on available information and without a confirmed failure mode, a cause for the inability to lower the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.